Manufacturer narrative:
Niu stent, superficial femoral artery, drug-eluting. (B)(4).

Event description:
Mu¨ller-hu¨lsbeck 2020 ¿two-year efficacy and safety results from the imperial randomized study of the eluvia polymer-coated drug-eluting stent and the zilver ptx polymer-free drug-coated stent¿ to report additional endpoints, including 2-year primary patency, patient outcomes, and safety results, as well as the initial assessment of hypoechogenic halo from the imperial randomized controlled trial (rct). Imperial rct is a prospective, randomized (2:1), multicenter study of patients with symptomatic femoropopliteal artery lesions (length 30¿140 mm, rutherford category 2¿4) treated with the eluvia paclitaxel eluting nitinol stent or the zilver ptx paclitaxel-coated stent. Two-year follow-up included patency, safety, and mortality assessments and core laboratory- reviewed b-mode ultrasound imaging to screen for hypoechogenic halo in the stented segment, and assess blood flow. This complaint captures clinically driven target lesion revascularization rate was 20.1% (as per table 2 - 27/134)